Event description:
Reportedly, during setup, when device was powered on, shut down alarm stopped instantly. The membrane and overlay were replaced. No pt involvement reported.

Manufacturer narrative:
(B)(4).